Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that a catheter revision was performed on (B)(6) 2018 and the issue was resolved. It was reported that the hcp believed that the patient's withdrawal and symptoms were due to a catheter occlusion. It was noted that the explanted catheter was discarded and would not be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine(10mg/ml at 5.251 mg/day), clonidine(150 mcg/ml at 78.77 mcg/day) and bupivacaine (12 mg/ml at 6.302 mg/day) via an implantable infusion pump. It was reported that the patient had a pump replacement on (B)(6) 2018 and on the morning on (B)(6) 2018 she had symptoms of vomiting, diarrhea, dry heaves, disoriented, heavy head, hot/cold flashes, no energy, and chest pressure. There were no contributing factors that may have led to the issue. It was noted that the patient went to the emergency room on (B)(6) 2018 and was tested and diagnosed with possible withdrawal that evening; the patient was given oral supplements for pain which relieved the symptoms. The patient was asked to schedule a dye study by the healthcare provider's (hcp). The hcp was reported to have plans to schedule a catheter revision for the patient this week. The issue was noted to be unresolved at the time of this report. The patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.